Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed air-in-line during an unspecified process step. It showed up on the first program of first medication, and once that cleared, fine for the rest of the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.